Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had not able to fill. The customer¿s blood glucose level was 200 mg/dl. Customer stated that they are not able to press transfer guard onto vial and also stated hat the transfer guard worked was perfectly fine. Customer troubleshoot was performed. The product will not be returned for analysis.